Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a post-procedure follow-up, high pacing impedance and high capture threshold was observed on the right ventricular (rv) lead. A dislodgement was noted on the rv lead. The rv lead was repositioned to resolve the event. The patient was stable with no consequences.